Manufacturer narrative:
The field service engineer determined there was a bad wash in the reaction cells and a cracked suction pipe. Corrective maintenance was performed. Calibration and controls were run and these were acceptable. Calibration data was ok. Quality controls were within range. A general reagent or system related issue could be excluded. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ua2 uric acid ver.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with a uric acid value of 18.3 mg/dl, which repeated as 6.1 mg/dl. The second patient sample initially resulted with a uric acid value of 22.2 mg/dl, which repeated as 10.2 mg/dl. The uric acid reagent lot number was 460513. The reagent expiration date was requested, but not provided.